Event description:
At the end of ablation procedure for atrial flutter. Pt's EKG showed st elevation, and loss of r wave consistent with inferior wall injury. Cardiac catheterization showed a 2cm tubular narrowing of the distal right coronary. Angioplasty with stent was performed. Patient was discharged in good condition.